Event description:
It was reported that the device was at elective replacement indicator (eri) faster than expected due to elevated atrial lead thresholds. The device was explanted and replaced. It was noted the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).